Manufacturer narrative:
Date sent to the FDA: 05/14/2009. Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure in 2009. During the procedure, the white plastic needle split and as a result, the mesh could not be used. The device was removed, and the procedure was successfully completed with another device and there were no adverse patient consequences.